Manufacturer narrative:
The lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece. Final analysis found that the insulation was degradation at 4.5 cm from the connector pin. No other anomalies found.

Event description:
This report is to advise of an event observed during analysis.